Event description:
It was reported that three patients experienced positive cultures for infection approximately 2-3 weeks after initial implantation of hardware at l5-s1. Patients were provided antibiotics for treatment. No further complications were noted.

Manufacturer narrative:
No devices returned. Insufficient information supplied after multiple follow-up attempts supplied in order to investigate event. A review of pertinent instructions for use indicates that the sterilization parameters are accurately specified for the product.